Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience skypoint is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed, de novo, distal left anterior descending coronary artery (dlad) lesion. A 2.25x28 xience skypoint drug eluting stent (des), was advanced against resistance and failed to cross the lesion. When the device was removed, it was noted that the distal edge of the stent was flared, and the stent had shifted on the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It is likely the device interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance and material deformation. Further interaction with the challenging anatomy during advancement/retraction of the device likely contributed to the reported stent movement/dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.